Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms. Low flow software was requested by the surgeon, running pump at lower speed. The patient's right ventricular (rv) function was questionable.